Event description:
This event was captured based on literature review. It was reported that a single center retrospective study identified a total of 993 diabetic consecutive patients were enrolled and followed up after drug eluting stent (des) implantation. The enrollment criteria for this study were successful coronary stenting in a type 2 diabetic patient with at least one lesion in a coronary artery, stenosis of more than 50% at the time of angiography, and evidence of myocardial ischemia. Clinical outcomes at 2 years as follows: 273 xience v stents deployed; 74.8% xience v in-stent restenosis; 2.6% xience v total vessel revascularization (tvr); 1.8% xience v stent thrombosis; 2.6% xience v total vessel revascularization (tvr); 2.6% xience v total lesion revascularisation (tlr); 1.8% xience v all-cause death; 2.9% xience v major adverse cardiovascular event (including tvr, coronary artery bypass graft, nonfatal myocardial infarction, cardiovascular death, stroke); 21 promus stents deployed; 5.8% promus in-stent restenosis; 4.8% promus stent fracture.

Manufacturer narrative:
(B)(4). Date of event and implant have been estimated. Cerebrovascular accident (stroke), thrombosis, and restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The promus stents and additional patient effect of death referenced are being filed under separate medwatch report numbers. Article: comparison of clinical outcomes between first-generation and second-generation drug-eluting stents in type 2 diabetic patients.